Event description:
It was reported that the patient presented for a device implant procedure on (B)(6) 2022. During the procedure, it was noted that the stylet was stuck in the left ventricular lead. The lead was not used. The patient was stable.

Manufacturer narrative:
The reported event of unable to remove stylet was confirmed. As received, a complete lead was returned in one piece with the stylet found stuck inside the lead. Visual inspection found the connector pin and crimp sleeve were found pulled out of the connector assembly and the inner coil was stretched consistent with excessive forces during the procedure. The cause of the reported event was isolated to the bunching of stripped stylet ptfe coating and inner coil at the connector region and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly.